Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described by the nurse as ¿the patient used their tv as a timer to do their alcavis scrub and for that they had to touch the remote¿ (no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency was not reported). The patient was not hospitalized for the event. At the time of this report, the antibiotic treatment was ongoing, the patient was not recovered from the peritonitis event and dianeal/extraneal therapy was ongoing. No additional information is available.